Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized for possible stroke symptoms. The customer's blood glucose levels were unstable, so she was treated and kept for observation. She was then re-admitted on (B) (6) 2010 for high blood glucose levels. The customer has an infection that may be contributing to her unstable blood glucose levels. The mother asked for assistance in changing one of the basal rates. Nothing further was reported.